Manufacturer narrative:
Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident reported by this complaint will be monitored to tendency analysis.

Event description:
It was reported that an unspecified number of syringe plastipak 5ml s/su experienced foreign matter in device cannula/needle/syringe or any fluid path component. Product defect was noted during use. The following information was provided by the initial reporter: 5ml syringe has an ink stain that dispersed in the aspirated liquid.